Event description:
Case 2 - it was reported that during at least 4 procedures, after advancing a hi-torque (ht) connect 250t 300cm guide wire into an unspecified target vessel a 0.18 sized non-abbott support catheter was advanced over the ht connect and to the target lesion without issue. However, in each procedure, the support catheter was unable to be retracted over the ht connect, as the support catheter became stuck at the distal area of the ht connect during retraction. In all cases, both the ht connect and support catheter were withdrawn as a single unit and the ht connect appeared to have peeling / shavings of its coating at the distal area. For each procedure, an ht command guide wire was able to be used with the same support catheter. In all cases, no pieces of the ht connect coating were believed to have separated nor have been left in the pt anatomy, there were no adverse pt effects, and no occurrence of a clinically significant delay. No additional information was provided.